Manufacturer narrative:
This event occurred during the weekend of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: lot manufactured between august 08, 2019 to august 12, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.